Manufacturer narrative:
The electrode pads were returned to zoll medical germany for evaluation. Our evaluation of the electrodes confirmed the customer's report. A replacement set of electrodes was sent to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 catalog # removed, d4 primary UDI # updated. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the electrode pads were not working properly. There is no additional information at this time. Complainant indicated that there was no patient involvement in the reported malfunction.